Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the patient experienced a perforation resulting in cardiac tamponade. It was also noted that the right ventricular (rv) lead had placement difficulty, high thresholds and exit block. The lead was attempted not used and replaced. No further patient complications have been reported as a result of this event.